Manufacturer narrative:
An identified high gradients during implant and follow up, and dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm epic supra valve was implanted in the patient. After the release, high gradient's (15/10) was identified. On an unknown date in april 2024, april 2024, patient presented dyspnea and the gradient appeared higher, simtron was introduced and situation got better.